Event description:
It was reported that the patient experienced an infusion set leakage at the site on (B)(6) 2026, which resulted in high blood glucose. The event was treated with a correction bolus via the pump. The infusion set was replaced, and insulin delivery was successfully resumed. The infusion set had been in use for two days.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).